Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen (2000 mcg at 624.46076 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient complained of pain in the right iliac fossa and right flank, where the baclofen pump was located. The pump was tilted within the pocket. During the patient's catheter revision the pump was fixated in the pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.